Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: while using this mr1 on a patient, an alarm suddenly sounded and ventilatory action stopped. The patient was not affected as the hospital staff immediately replaced it with another ventilator. Technical event: 246007, tf 444005, tf 385003, technical event:246005, tf 431001 , tf 446029, tf 485001 were displayed on the screen. Since this occurred in the emergency room, mr1 was not near the MRI scanner.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: while using this mr1 on a patient, an alarm suddenly sounded and ventilatory action stopped. The patient was not affected as the hospital staff immediately replaced it with another ventilator. Technical event:246007, tf 444005, tf 385003, technical event:246005, tf 431001 , tf 446029, tf 485001 were displayed on the screen. Since this occurred in the emergency room, mr1 was not near the MRI scanner.